Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating the charging unit was replaced and the issue of poor coupling and recharging has been resolved. No patient symptoms reported. No further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for headache. It was reported that there poor coupling with recharging. The patient reported that it was taking too long to charge. The ins recharger was placed over the ins and it started to charge but it takes a really long time for the ins to charge and it will not hold a charge (due to not being able to get to 100%). The patient reported that they were feeling "miserable today." Troubleshooting shows that the ins recharger did connect with ins and showed coupling boxes. It was reported that the patient programmer connected with the ins and showed that the ins was depleted. The ins recharger connected with the ins and showed that the ins was charging and indicated coupling boxes. The desktop charger shows no damage and was charging the ins recharger.